Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time and date on he pump were observed to be inaccurate. The customer stated they were unsure of how or when the time became inaccurate. Reportedly, the customer had the pump off for 2 months. Customer reported blood glucose level was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.